Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The elevated access accutni+3 sample was re-centrifuged and then reanalyzed on the same unicel dxi 800 access immunoassay system and a lower result, within the assay normal reference range, was generated. The elevated result was released from the laboratory and there was change or impact to patient care or treatment, as per the customer "treatment was started". No further information on the specific patient treatment was provided. Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a serum separating tube and was centrifuged for ten (10) minutes at 4000 rpm (revolutions per minute). The customer stated the patient's sample looked like it contained fibrin.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, pre-analytical sample handling is the likely cause of this event, as the patient's sample contained fibrin.